Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 170 mg/dl. Customer alleged that they did not have backup insulin therapy available, and declined tandem technical support to follow-up if back-up therapy was obtained.